Manufacturer narrative:
Based on the information available at this time, ge healthcare's review of the event determined that the device malfunction did not cause or contribute to the death. The cause was due to the clinician's deviation from the site's specific practices, as well as not addressing the multiple known issues with the patient vitals, and due to the continued usage of a device identified four days prior to the event as in need of repair for 42 minutes prior to switching out the device. There was no reportable malfunction.

Event description:
The hospital reported to ge healthcare (gehc) that a patient died during use of a corometric fetal monitor. It was reported that the corometric fetal monitor screen appeared to intermittently zoom in and appear distorted. A work order was placed internally by the staff, and the monitor remained in service. Days later, the hospital reported that a patient went into labor and was connected to the same corometric fetal monitor. When the monitor alarmed, the screen appeared to be zoomed in and the only vitals present were an increased blood pressure result. The patient was treated for their elevated blood pressure. Allegedly, the nurse was unaware of the patient's increased heartbeat and decreased spo2 due to the zoomed in screen. Reportedly, the hospital staff was unable to assess the patient's status and potential complications to intervene prior to the patient's death. Following the incident, the corometric fetal monitor was taken out of use. Gehc will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Gehcâ's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Legal manufacturer: hcs india wipro - 4, kadugodi industrial area, india bangalore karnataka, 560067 h3 other text : device evaluation anticipated, but not yet begun.